Event description:
Hypertrophic changes observed surrounding implant; physician decided to remove implant after injectable steroids did not resolve the problem. No inflammation, warmth or tenderness in area surrounding implant. Implant was removed and explanted material was yellow in color. It does not appear to be an infection. The cause of hypertrophic changes unknown. No other reported cases.